Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was over 500 mg/dl. Customer advised they had a bent cannula and were hospitalized due to high blood glucose levels. Customer experienced abdominal pain and did not treat their high blood glucose. Customer performed and passed the high pressure test.